Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging his onetouch veriopro meter read inaccurately high compared to another device. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests his blood glucose 2-3x daily and his usual results are around "7.2 mmol/l" in the morning. The patient manages his diabetes with insulin (24 units in the morning/ 22 units in the evening). The alleged issue began on the morning of (B)(6) 2012. The patient reported blood glucose results of "10.6 mmol/l" with the subject meter and "7.9 mmol/l" on another meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 1.7 mmol/l. On (B)(6) 2012, one day prior to the start of the alleged issue, the patient claims he felt a symptom of sweaty. At that time, the patient obtained a blood glucose result of "3.5 mg/dl" with the subject meter which correlated with the patient's symptom. The patient drank a coca cola drink as treatment and felt better shortly after. After that, the patient retested and obtained a blood glucose result of "9.9 mmol/l" with the subject meter and "7.9 mmol/l" with the other device. The patient denied making changes to his usual diabetes management routine. No other symptoms or treatment was specified. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. Based on the information provided, there is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred and there is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the subject meter did not meet lfs' accuracy criteria.

Manufacturer narrative:
(B)(4): the test strip passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.